Manufacturer narrative:
(B)(4) .

Event description:
The consumer reported a loss of stimulation, loss of therapy, and return of symptoms. They were doing a trickle charge at the doctor's office on the day of the report because the last time the patient charged was two years prior. The reason the patient stopped charging or using his spinal cord stimulation was that it was not working to help his symptoms. It did not give the stimulation they thought it was going to and after implant the stimulation went away and it did not give the patient anything so he just shut it off. The patient stated he found out from the managing healthcare provider (hcp) office that they recently came out with new ways of programming the spinal cord stimulation. The patient's pain was getting worse and the doctor would not give him anything higher than a 50 fentanyl patch and the patient recently started taking lyrica again. It was noted the patient had paddle leads implanted. They got 8 bars, so the implant was charging during the trickle charge. They would be doing high definition programming where he did not feel stimulation. The patient said his pain was like walking on charcoal brickets. This was on the ball of the foot and toes on both feet. Since implant, the patient was not getting therapeutic effect and had no stimulation sensation. It was unknown when the implantable neurostimulator (ins) battery died requiring the trickle charge. The patient also mentioned that he had tried to take his life 3 times over the last 10 years because of his pain. He noted that he would not attempt to take his life anymore because his wife had brain cancer and he needed to be there to take care of her. Relevant medical history included other chronic intractable pain in the trunk or limbs.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported the patient had the stimulator put in about (B)(6) 2010. It did not work, but the trial did. The patient kept the battery charged for two years just in case something new came out. The patient stated the doctor told him that the manufacturer had some new programming. Now, the patient was at an impasse, the doctors would not increase the fentanyl patch past 50 mg. The pain level had gotten much worse over the years and the patient had gone from 12 to 25 to 37 to 50 mg. The battery the patient had was dead, so they tried a trickle charge. It worked, but the battery being 5 years old would not hold a change with what they were able to do and the patient thought it was helping. The patient did not think his insurance or the manufacturer would cover a new one since the battery was only 5 years old and he thanked the manufacturer for the chance of trying.

Event description:
Additional information received from the consumer reported they trickle charged the dead battery and loaded a new program. The patient just wished they had called the patient when they got the new programs two years ago. The patient did not understand why they did not as they knew the stimulator did not work.

Event description:
Additional information was received from a patient reporting that their current program was working "part time, sort of." This was clarified. The patient stated that they were not alleging that their device was not working.